Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the flushing port - marker lumen - was blocked with no bleed back occurring. The device was removed and a non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. .

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was in the pre-plunger deployed position with blood present in the device. This finding indicates the device was inserted into the patients anatomy. During testing, a water filled syringe was inserted into the marker tube and the device was flushed and marked without difficulty; therefore, the reported experience could not be confirmed based on the test results. Based on the investigation findings, the probable root cause for the failure of the device to mark during use is related to incorrect technique and/or operational context. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.